Manufacturer narrative:
Updated field: b4, e1(initial reporter), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and found that blood had entered the device, causing components to be exposed to blood. The fse replaced the condensate removal module (crm), safety disk, purge valve assembly and blood detect tubing according to order. A complete system check was performed, with all results within normal parameters. The unit was fully tested and is functioning normally.

Event description:
N/a.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump(iabp) had alarm autofill failure. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ).

Event description:
N/a.